Manufacturer narrative:
The suspect product is the softclix plus lancet.

Event description:
Reporter states the softclix plus lancet will not retract. Reporter accidentally scratched herself with the customer's lancet. No medical treatment required. The reporter did not provide the location where the malfunction occurred, or how long it has been occurring. No adverse event reported. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number bas027.